Event description:
The patient reported developing an infection at the pod¿s insertion site (arm). The patient wore a pod for a week, which is longer than the labeled 72 hours (user error). The patient then applied a new pod to the same arm, but the area where they applied the pod was hot and sore, so the pod was removed after an unspecified amount of time. The next day the area was swollen, hot, painful, and had an abscess. They sought medical attention at (B)(6) urgent care walk-in centre, (B)(6) (patient did not recall name of the doctor) and was in consultation for about 10 min. They were diagnosed with an infection at the pod site and treated with a prescription for antibiotics, (co-amoxiclav tablets) and an unspecified topical cream for 10 days. A new pod was successfully applied to their other arm. The patient¿s blood glucose levels reached approximately 17 mmol/l (306 mg/dl) during this event. The patient could not recall the dates of the incident or medical assistance. They no longer had the pod or the box anymore, therefore could not return for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.